Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Contact did not report how or why insulin delivery was stopped. Contact declined to provide further information and declined tandem technical support's offer to troubleshoot.